Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in a coronary artery. After a non-bsc guidewire crossed the lesion, a 2.50mm x 15mm nc emerge® balloon catheter was advanced for dilatation. However, during the second inflation at 16 to 20 atmospheres for 5 seconds, the wire lumen got flattened. During removal, severe resistance was encountered. The device was removed from the patient's body by pulling it out forcibly. The procedure was completed with a different device. No patient complications were reported.